Event description:
On 04/26/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that on (B) (6) 2008, the pt was admitted to hospital. While hospitalized, the pt was alleged to be administered heparin on (B) (6) 2008 and developed hypotension and began to have symptoms consistent with the hypersensitivity-type adverse reactions associated with contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. The pt passed on an unk date.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.